Event description:
Received report from cellular therapy clinical consultant in 03/05 of report from facility staff member of 50ml cryocytr container (r4r9951) lot number h04k03073 where "9 bags were being frozen using a cryomed rate controlled freezer with bag, presses. 2 bags/press with the bags oriented to the ports on different bags were not overlapping. It was noted after freezing that the donor tubing was detached from the body of 2 bags in different presses. The 2 bags have been placed together in an outer plastic wrap and put into vapor nitrogen storage. The tubing will be disinfected and stored separately until such time the bags are thawed and material can be submitted to baxter for eval. It is not certain when and if the cells from the compromised containers will be transplanted."